Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged retainer ring missing on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device received with blank display due to cracked lcd controller. Unable to download or perform the displacement test, sleep current test, active current test and self test due to blank display. Device was cut open to perform visual inspection and found some moisture ingress on the pcba1 and motor assembly. Swapped pcba1 with test pcb and pump powered up properly after battery installation. The following were noted during visual inspection: cracked keypad overlay and scratched case. In summary, retainer ring missing not confirmed. The insulin pump was received with a blank display. Moisture ingress on pcba1 noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the retainer ring was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis